Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. On evaluation, a ventilator inoperative error code e-110 was noted in the error log indicating a critical motor failure. The blower was reported to require replacement to address this issue. Additional findings not related to the malfunction/issue: interior components were noted to be contaminated with dust. Preventative maintenance with required component replacements required.

Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of the trilogy evo motor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.